Event description:
It was reported that the pt was admitted to the hospital, but it was unk if it was related to the device. Add'l info from the pt's healthcare professional was requested.

Manufacturer narrative:
(B) (4).